Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted. Approximately one hour post-procedure, while the patient was in recovery, a stroke code was initiated due to sudden onset of facial droop. The facial droop resolved within several minutes. The patient underwent a computed tomography (CT) scan, which was negative for acute stroke, followed by magnetic resonance imaging (MRI). The MRI findings were consistent with a possible transient ischemic attack (tia). All symptoms resolved quickly without residual neurological deficits, and no intervention was required. The patient remained hospitalized overnight for observation and was subsequently discharged home.